Event description:
It was reported by the patient that he had an initial right knee arthroplasty on (B)(6), 2010. Subsequently, patient alleges that the implant is loose with popping and that it "sways from left to right." No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00763/ 00764).this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.